Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had been very sick for four days and was able to feel her device. She was never able to feel it before and it felt really warm to the touch. The patient's indications for use were gastrointestinal/pelvic floor. The cause of the warming feeling and what was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.